Event description:
The facility reports the chorus was used for transportation. The pt was discovered later with tenderness and bruising to the left shoulder. An x-ray revealed a non-displaced fracture of the left humeral head and osteoporosis.